Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having spinal therapy due to primary osteoporosis. It was reported that after mixing the bone cement, it became difficult to inject the cement from the first injection into the bfd. Injection became difficult on the 5th one, but it was managed to inject up to the 6th injection. (Approximately 5 minutes) it was confirmed that the cement itself had an appropriate viscosity, so injection was started immediately with the patient, but after the second one was injected, injection could not be performed at all. All the prepared cement could not be used as the cement set up too fast. The new cement and 6 bfds and mixer were opened. Preparation was made again in accordance with the appropriate procedures, this time, the settings were set, and the procedure was completed without any problems. There was no cement extravasation reported. There were no patient symptoms/ complications because of the event.

Manufacturer narrative:
This product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.